Event description:
Related manufacturer reference number: 2017865-2023-50345. It was reported that a patient presented with under-sensing noted on the patient's implantable cardioverter defibrillator, and high defibrillation impedance was noted on the right ventricular lead. Corrective programming changes were discussed and documented. The patient was stable throughout.